Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the central control monitor (ccmb) screen starting having issues such as a single depression of the gas flow arrow would cause the flow to go to ten liters per min (lpm). At times, the screen would not become unresponsive to touch. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. After the case, the perfusionist powered down and rebooted the system. For a while, the ccmb was unresponsive again. During these unresponsive issues, there were no alarms or error messages. The perfusionist swapped out the suspect system with a third system and removed from svc.

Manufacturer narrative:
Eval is in progress, but not yet concluded.